Event description:
The patient received approximately 200 mg (meperidine-pca) IV over one hour while syringe was installed in a ivac pca pump. The system flowed uncontrolled until discovered by the nurse. The patient was treated with 0.4 mg. (Narcan IV) and sustained no adverse reaction. Upon investigation, the syringe plunger seal was found to have material irregularities and rough spots allowing for leakage. When the syringe was installed in the pca pump the drug flowed by gravity to the patient, while air leaked into the syringe and displaced the drug. The ivac pca pump was tested and found to operate normallydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: manufacturing, material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.